Event description:
It was reported that during use the ventilator had an alarm "backup alarm failed". The unit was turned on and off, but the alarm recurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured, as a result of the reported event. The medical engineer (me) could not duplicate the reported issue. The investigation is ongoing.

Manufacturer narrative:
H10 a philips authorized service provider (asp) performed a device check and reported the issue could not duplicated. However, the "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. It was decided that cpu boards needed to be replaced as a proactive action. H11 updated contact information and contact office entity

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. Neither the occurrence nor the error code error code 1104 could be duplicated at the pil during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. The pil technician verified a single occurrence of the error code for backup alarm failed in the device error logs. With the unit in a no power/hardware power fail state the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. The ls1 resistance measured at a solid 422k ohms, verifying that ls1 is not shorted or open. The pil technician verified that ls1 (secondary speaker) functions as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The pil technician purposely generated an alarm condition by a temporary disconnect of the prox tube from the prox port of the stb. The tech verified the alarm for prox was generated as expected. The pil analysis resulted in a no problem found conclusion.